Event description:
New information received notes the patient was unaware of the issue observed, asymptomatic before the procedure and was stable during and after the procedure.

Event description:
New information received notes pacing impedance was low on both the atrial and ventricular channels possibly due to the elective replacement indicator (eri) having been reached prematurely. The pacemaker was explanted and replaced.

Event description:
It was reported that the patient was not dependent on the pacemaker for normal function. It was noted upon initial interrogation on (B)(6) 2026 that the pacemaker was found to be in a magnetic resonance imaging (MRI) session. Upon exiting the MRI programming and re-interrogation, the pacemaker was found to have reached the elective replacement indicator (eri) prematurely. The initial alert for eri was dated 20 feb 2019 prior to the implant date (B)(6) 2019. Further review with technical services (ts) noted the pacemaker reached eri (B)(6) 2024. It was noted that the patient indicated they had undergone an MRI in the past though the clinician could not confirm an MRI for this patient in 2023. The device summary indicated programming to MRI mode on (B)(6) 2023, the device was then taken out of MRI mode on the same day and reprogrammed to MRI mode. The pacemaker was left in MRI mode from (B)(6) 2023 and was not taken out until (B)(6) 2026 when MRI mode was exited during interrogation. It was speculated that communication could have been lost between the pacemaker and a programmer during an MRI session in 2023 resulting in an error needing to close the session and re-interrogate as the pacemaker would still be in MRI mode, however there was no way to confirm this. The pacemaker was pending explant. The patient was discharged.